Event description:
It was reported that the 9800 system footswitch is inoperable. There was no reported pt involvement and no injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was verified and it was determined that pins inside the footswitch connector had become unseated. The pins were reseated and secured. The system was tested and found to be working as intended and placed back into service.